Event description:
During a PICC line insertion of a bard powerpicc - catalog # 3275108, lot resh0343, the two nurses had difficulty removing the guidewire. After some effort, the nurses retrieved the guidewire, discovering that the wire had unraveled. Approx 10 cm of the wire unraveled with an 18 cm segment resembling a fine spring representing the second segment. On gross examination, it does not appear that any of the wire broke off into the pt; however, a stat cxr is pending. I immediately notified bard medical, field assurance manager, of the incident. I was told bard will send a biohazard box to my facility for me to return the device to them for investigation. Dates of use: 2007 - 2009. Diagnosis or reason for use: IV fluid/medication administration. Event abated after use stopped or dose reduced: yes.